Event description:
In 10/2002, the MFR rec'd a medwatch report that states the following: port-a-cath and catheter placed in 2002. Chest x-ray done after removal of the port which showed 6cm, distal end of catheter had migrated to the pt's right atrium and right ventricle requiring surgical removal in 2002.